Event description:
(B)(4). Periods changed, night sweats, excess weight gain, weakness, fatigue, sleep apnea, pelvic pain, bloating, sensitivity to chemicals and food, and quite of other things since 2011 that have developed. Did not realize it could of been the coils. My doctors have been unsure of all that has been happening to me.